Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 6f fast-cath introducer sheath hub was received for evaluation. The sheath tubing was not received for evaluation. The sheath hub had been detached from the tubing. The tubing was not returned for analysis. Further analysis with quality engineering determined there were no manufacturing related anomalies with the returned hub that would be consistent with a detachment. The cause of the hub detachment remains unknown. Review of the device history record was not possible as the lot number is unknown.

Event description:
During a percutaneous coronary intervention procedure, when the sheath was attempted to be removed from the left femoral vein in the recovery area, the hub came off but the sheath portion remained in the patient. The patient went to the cath lab for the remaining portion to be removed with a snare. It was removed fully intact, and the procedure was successfully completed. The patient is stable.